Event description:
The following event was reported to implantcast gmbh: "while trying to drill an 8mm screw and 6.5 screw x2 flexible drill shafts broke. When the 1st flexible drill shaft broke the sales representative asked the surgical team to use the spare flexi drill. The back up flexible drill shaft then broke and they ended up using a competitors product." Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. Another product was used to finish the surgery. Both drill shafts were discarded by the hospital. Since two drill shafts broke, two cases were created by implantcast as follows: 3012523063-2025-00054: for the first broken flexible drill shaft (lot number known), for the second broken drill shaft (lot number unknown).

Manufacturer narrative:
According to the description of the event, two flexible drill shafts broke during use. Neither of the two drill shafts were provided for an optical examination, as these were discarded by the hospital. Since no pictures are available neither, no optical examination can be performed. It is known that the issues with the drilling shafts occurred during use / intraoperatively. However, there was no health impact on the patient. At the end, another product was used instead when the drill shafts broke to finish the surgery. The manufacturing documents and the material certificates of the first flexible drilling shaft were checked. These did not reveal any errors. Since the lot number of the second drill shaft is unknown, these documents cannot be reviewed. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the drilling shafts. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a breakage of the shaft is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error pattern "break of the instrument" in the associated risk management.